Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Controller has not been received.

Event description:
It was reported from canada by a patient that they experienced power switching. It was reported that the controller was exchanged with no reported consequences or impact to the patient. No additional information provided. Issue described by the patient: "my controller had some mild issues. It had skipped off battery 1 over to battery 2 in a fashion like has occurred in the past. It hadn't happened much (about six times over the course of three weeks). I wasn't concerned and was running always on battery 1 so that if there was a "skipping" event I would be to a reliable battery (#2). If a battery skips off side #1 it'll make a "beep" noise or the typical "beep - boo" of a low battery. This isn't an issue of a poorly connected battery, the connection with the terminal is solid. Today as I was working in the vicinity of loud construction vehicles, I didn't hear the sound of the battery skip off terminal #1 from a battery with two bars over to terminal #2 with a full battery. When the terminal two battery was down to three bars the controller launched a high priority alarm "critical battery alarm change battery 1." At the time it was near the end of my work day. I was about twenty meters away from my car and walking towards it. My backpack and lvad supplies were in the car. I leave them in the shade of the back seat on the floor out of sight with the windows open so that they don't overheat. After hearing the alarm and reading what it was I tried disconnecting battery 1, that didn't seem to be doing me any good anyways. The alarm kept going so I reconnected it and thirty seconds later the alarm stopped. I went to the car and put fresh batteries on both sides (starting with side #1). There was no further incident."

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries.